Manufacturer narrative:
Other text: h6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The reported "cassette not attached properly" problem was duplicated. In mu mode it was seen that the dso output remained at 140 mv when pressure was applied to the sensor. Reviewed the event log ad found the error multiple times. The downstream occlusion sensor was faulty so the sensor and seal were replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette would not attach. It is unknown if there was a patient, or clinician injury associated with this occurrence.